Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the leakage and accidents happened after each time the patient changed the numbers. They would be good for 3 to 4 days and then would start leaking again. They were at 2.8 at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was having trouble with their remote, and they were also experiencing leakage. They had requested a call from their rep who would follow up in a few weeks. That was monday (didn't specify which week) and they had not heard back yet. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom a consumer (con). It was reported that, from (B)(6)2017 to (B)(6)2017, the patient was on program 2 at 3.0 and had pain and "explosion", which was uncomfortable. They called for help on (B)(6)2017 and went to program 3 at 3.3. On (B)(6)2017 they had a large leak and went to 3.4, but had a leak again on (b)()6)2017 so they went to 3.5. It seemed to be okay on this level as they only had two leaks from (B)(6)2017 to (B)(6)2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The patient was having leakage 2-3 times a day since (B)(6) so she increased stimulation last night but is no longer feeling the stimulation. It was reviewed that it is not always necessary to feel stimulation. The patient had not had a bowel leakage today since increasing stimulation. It was recommended the patient monitor her symptoms over the next few days and follow up with her doctor regarding her symptoms. It was noted patient had been moving and bending when pulling weeds but that her symptoms started before that activity. Patient is living in (B)(6) for the summer and was sent a physician listing for that area. Additional information was received on (B)(6) 2017. The patient was implanted for bowel. It was reported that, since a couple of days after their post-op appointment, the patient could not seem to find an effective setting, and were getting worse than before they had the implant. They stated that there were ¿large amounts leaving the body.¿ they stated that their healthcare provider did not instruct them to keep a diary, but they were going about twice a day. Troubleshooting showed that stimulation was on, on program 1 at 2.0 volts, but the patient noted that they couldn't feel stimulation. Stimulation was increased to 2.7 volts, and the patient confirmed that they could feel it down in their right vulva. It was recommended that they keep a diary and if it did not get better, they could contact their healthcare provider or call back. On (B)(6) 2017 the patient reported that they could not seem to get the device to work properly; they were having continuous accidents. They stated that when they were increasing to 2.7 volts before,they were sitting in a chair. Then they laid down for a while and when they got up, they were in pain. They decreased stimulation every 10 minutes until it was down to 2.5. They stated that on the (B)(6), the stimulation was at 2.5 and it was uncomfortable. It was recommended that the patient consider changing programs, and that they discuss that with their healthcare provider. Additional information from the patient on (B)(6) reported she had a devastating experience with the programmer and stimulator. Additional information from the patient on (B)(6) reported on (B)(6) she noticed a little of leakage. The patient reported a ¿devastating experience¿ with her stimulator on (B)(6). The patient stated that she was standing and assisting her daughter with a fan and she felt a terrible pain in the rectum area. The patient stated that if she sat down the pain would go away, but if she tried to stand up the stimulation was too strong for her. The patient stated she went to the bathroom and her ¿bowels exploded¿- the patient stated she had she had never had that much bowel material leave her body. The patient stated she did turn stimulation down and she was not feeling pain at the time of the call. The patient noted the same sensation happened once before. The patient was at 3.0 on program 2. The patient noted that it seemed like she was having to adjust her stimulator every couple of days to achieve therapy benefit since (B)(6) 2017. The patient noted that symptoms were sudden onset. There were no further complications that have been reported as a result of this event.